Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively with the information provided. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A practice manager reported two patients with a subpar outcome following an aberrometer guided cataract procedure. Reporter indicated the surgeon has chosen to have the patients return back to the operating room so the intraocular lens (iol) can be rotated to his original pre-op plan. Additional information has been requested.

Manufacturer narrative:
Sample equipment was received (from the field) for test evaluation. A visual assessment of the returned sample yielded balanced saline solution (bss) on the light-emitting diode (led) and focus camera windows on the nose cover of the aberrometer. The returned sample was connected to a hotbed cart and no nonconformity was observed during system start up. The returned aberrometer was then tested and passed field verification testing (fvt). During mock surgery, the focus led's were observed to be large and abnormally shaped. A +20 diopter (d) measure was able to be taken. However, multiple image capture attempts were required with the artificial eye being stationary. The image capture was not successful at subsequent diopter ranges. The focus ball was pegging and ¿check focus led¿ system message displayed. Additional troubleshooting revealed that the large focus led¿s were attributed to a nonconforming filter. However, surgery images from this case were observed, and the led's were observed to be conforming at the time of surgery. Additional information was provided by the clinical applications specialist team noted that during the review of all surgery videos, there were no issues observed with the focus led's. It can be concluded that the filter became nonconforming after the aberrometer was replaced as a preventive measure. Therefore, while the nonconforming filter was the root cause of the large led's and capture issues observed. It did not contribute to the events reported by the customer. In conclusion the engineer observed that the sample was received were in a condition that is not representative of the condition it was in during customer use. Thus, the customer reported event is not able to be confirmed per sample evaluation, and the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the surgeon indicated there was only one patient involved with this reported event. The surgeon reported the issue was decreased left eye visual acuity when compared to the right eye, and confirmed a secondary procedure to rotate the intraocular lens (iol) was performed.